Event description:
A report was received that the patient was having difficulty charging the ipg. The patient was not able to fully charge the ipg to hear the double beep. After charging for 3 hours, the patient noted that the battery level only indicated one bar on the remote control. X-rays were taken to determine if the ipg had flipped in the pocket. The physician recommended that the ipg be replaced. The patient underwent a revision procedure to replace the ipg. The patient was doing well postoperatively and receiving good benefits from the stimulation.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient was not able to fully charge the ipg to hear the double beep. After charging for 3 hours, the patient noted that the battery level only indicated one bar on the remote control. X-rays were taken to determine if the ipg had flipped in the pocket. The physician recommended that the ipg be replaced. The patient underwent a revision procedure to replace the ipg. The patient was doing well postoperatively and receiving good benefits from the stimulation.

Manufacturer narrative:
The precision ipg sc-1110-02 serial number:(B)(6) was evaluated and revealed that the complaint of the patient not being able to fully charge to double beep was not confirmed. The device was in hibernation, and it was fully recharged in one charging cycle under a proper charging method. The end-of-charge beeps were generated upon completion of charging. The battery depletion and sleep current rates were within the expected ranges, 11.83 mv and 86 ua respectively, when the device was turned off. The device passed all the required tests and revealed normal device characteristics.